Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Additionally, it was determined that the values between cgm and bg were greater than 30%. The root cause could not be determined post investigation. No injury or medical intervention was reported. The reported glucose values fall within the b zone of the parkes error grid.